Event description:
It was learned through implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 3 months due to endocarditis. The patient presented with flank pain and positive blood cultures. The explanted valve was replaced with a 25mm 11500a valve. The patient was in recovery (ICU) post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative updated sections b4, b5, d4 (expiration date), g3, h2, h3, h4, h6 h11 corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. Intermediate, or late endocarditis, greater than 60 days postimplant, occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device. The most likely cause is patient factors. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned through implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 3 months due to unknown reason. The explanted valve was replaced with a 25mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Despite repeated attempts to obtain further information regarding this event, no additional information has been received from the customer at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.